Event description:
It was reported that the iab had been in use for less than 24 hours when blood was observed in the helium tubing. As a result of this, the iab was removed. A re-insertion was not required. There were no associated pt complications.